Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during an esophageal stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 6cm malignant stricture in the mid esophagus. Reportedly, the lesion was not tight, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician marked the lesion and advanced the stent in the desired location via a wire and attempted to deploy the stent. When the release suture was pulled, the stent failed to release. The physician removed the stent from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Evaluation findings of stent partially deployed. Evaluation findings of stent failed to expand. A visual examination of the returned device found that the distal end of the stent was partially deployed by 9 mm. No issues noted with crochet suture from point of release from stent. During analysis, it was possible to fully deploy the stent without issue. The stent did not fully expand after deployment with a minimum outside diameter of 8.5mm. It was noted that the stent cover was folded longitudinally. Two days after stent deployment the stent had expanded further with an outside diameter of 15.5mm; however the diameter should be 18.0 ± 1.5 mm. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.